Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with threshold suspend and calibration error. The customer's blood glucose level at the time was 198mg/dl. Troubleshoot was conducted. The customer was advised to monitor the sensor and call back if issues persist.